Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator. Product ID 748240, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 3387-40, lot# j0208326v, implanted: 2002-(B)(6), product type lead product ID 748240, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 3387-40, lot# j0208326v, implanted: 2002-(B)(6), product type lead. (B)(4).

Event description:
It was reported there was a low out of range impedance value during an inter-operative implantable neurostimulator (ins) replacement procedure. They were replacing a non-rechargeable ins with a rechargeable ins. The patient felt a shocking sensation in their chest and that was why they were doing the revision. They had difficulties with low impedances on contacts 0-3. The 0-3 contacts were the active contacts in the patient¿s therapy. The impedance measurement was 73 ohms. Additional information received reported there were contacts out of range (oor) and low. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2014-21405 for information on the patient's concomitant system.